Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. Investigation including root cause analysis in in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An optometrist reported a case of tissue erosion and dry eye 4 months post bilateral lasik. Pt was placed on a steroid drop. Cyclosporine opthalmic emulsion and a hypertonic drop. There are two medical device reports associated with this event. This report references the right eye.